Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28th nov 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-2324bcct, suture anchor, biocomposite swivelock® c vented, 4.75 x 19.1 mm, with fibertape® loop (blue), its anchor broke during insertion. This was detected during a posterior cruciate ligament avulsion fracture of the intercondylar spine surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1927bcf-45. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-2324bcct batch number 15336314 was received for evaluation. Visual inspection found that the anchor, still attached to the inserter tip, was broken and missing a portion of its structure. The remaining piece on the inserter tip showed threaded features that were warped and losing their shape. Damage was also observed on the tip of the molded inserter, indicating resistance encountered and the application of excessive force. A functional test was preformed by moving the outer molded shaft from the inner molded handle and noted not resistance. The observed damage to the device was most likely caused by user error, including improper bone preparation, and excessive force. Directions for use dfu-0087-eo revision 5 corkscrew®, pushlock®, and swivelock® suture anchors. G. Precautions: 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket.